Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Actions: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a patient who presented with a persistent inflammatory reaction following bilateral intraocular lens (iol) implant surgery. The surgeon indicated that the initial response with treatment was good; however, when the treatment was stopped, new clinical symptoms of inflammation appeared and medication was restarted. In a follow-up, the surgeon reported that the inflammatory reaction was an uveitis with an irritation component and despite treatment, the uveitis continues. Posterior capsular opacification (pco) was observed five months after implantation. An unapproved viscoelastic was used during the implant procedure. The surgeon also indicated that the patient has a history of nutritional problems and had bariatric surgery. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.